Manufacturer narrative:
The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 378855) were tested in comparison with the master lot coaguchek xs. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek pro ii meter serial number (B)(4) when compared to a laboratory result using the thromborel s method. At 11:00 a.m. The meter result was 6.1 inr and at an unknown time the laboratory result was 4.1 inr. The patients warfarin dose has not been constant due to recent test results not being stable. The patients therapeutic range is 3.0-3.5 inr.